Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that while removing the infusion set, it was noticed that the cannula had broken off and was unsure if a portion remained lodged in the patient's leg. The infusion set was replaced. The patient experienced itchiness and insulin discharge from the site when pressure was applied.